Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the bio ID was not scanning. The bio-ID functioned normally after field service engineer reboot the device. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system bio ID was not scanned. The field service engineer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.